Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend with a blood glucose level of 354 mg/dl and a sensor glucose level of 119 mg/dl. The customer was advised that the sensors would be replaced and agreed to return the products for analysis.

Manufacturer narrative:
Reliability analysis inspected one random opened/used enlite sensor. Performed continuity resistance test and the sensor passed per specifications. Performed the bicarbonate buffer test and the sensor failed with high readings.